Event description:
It was reported that the electrode would not register temperature due to a fractured wire in the shaft near the tip which was causing an open thermocouple circuit.

Manufacturer narrative:
Tcd-15 (sn: unknown) the returned probe was analyzed and it would not register temperature during the functional test due to a fractured wire in the shaft near the tip which was causing an open thermocouple circuit. With all the available information, boston scientific concludes that the fractured wire was likely due to unintentional external mechanical force during use.